Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent posterolateral fusion from vertebrae l5-s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. Allegedly, "patient continues to suffer from chronic pain and is prevented from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient was pre-operatively diagnosed with 1) l5-s1 degenerative disc disease. 2) l5-s1 herniated disc with bilateral s1 nerve root impingement. 3) left l5-s1 intraforaminal synovial cyst with nerve root compression and underwent fusion surgery. As per op-notes, ¿a 1-1/2 bone morphogenic protein soaked sponges from a medium kit were placed into the disk space followed by morselized locally harvested autograft. A 10 mm x 26 mm peek cage from was then filled with half of a bone morphogenic protein soaked sponge as well as morselized autograft to facilitate arthrodesis from l5-s1. This graft was then placed into the l5-s1 disk space without difficulty. Attention was turned to the left l5-s1 facet. There was a large synovial cyst in the l5-s1 foramen causing significant nerve root compression. Laminotomy at l5 was done on the left side. In addition, a high-speed drill was used to thin the pars, releasing the inferior articulating process of the l5. A substantial portion of the superior articulating process of s1 was removed. The underlying nerve root was readily identified, as was a large cystic structure consistent with a synovial cyst. The cystic structure was carefully removed. It was appeared to be coming from the facet. A hook was then passed out into the remaining portion of the bony foramen and demonstrated to be widely patent. The wound was then irrigated with copious amounts of antibiotic solution. Appropriate hemostasis was obtained. The transverse processes of l5 were decorticated bilaterally as were the ala of s1. A bone morphogenic protein soaked sponge was placed on each side for posterolateral arthrodesis from l5-s1. Morselized locally harvested autograft as well as morselized allograft were placed along the bilateral inter-transverse process spaces for posterolateral arthrodesis.¿ the patient tolerated the procedure well without any intraoperative complications. (B)(6)2009: the patient was discharged from the facility.